Manufacturer narrative:
Battelle critical care decontamination system (ccds) worker reported minor chemical burn with h2o2. Worker noticed left index finger, middle fingertips, and ring finger were stinging. Believed to be secondary contact with h202 (from a surface it had been in contact with). Worker flushed their hand for 30 minutes with cold water. No medical treatment required. Called poison control center (use burn cream if symptoms persist). This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
Battelle critical care decontamination system (ccds) worker reported minor chemical burn with h2o2. Worker noticed left index finger, middle fingertips, and ring finger were stinging. Believed to be secondary contact with h202 (from a surface it had been in contact with). No medical treatment required. Called poison control center (use burn cream if symptoms persist).